Event description:
User reports that they assembled and intubated an endobronchial tube without any reported concerns. The clinician clamped the blue bronchial extension tube and it was noticed that air was not going to the trachea and the pt was not receiving ventilation. The pt experienced a temporary loss of ventilation but no long term consequence has been reported. Upon examing the product, the doctor reported that the blue bronchial extension tube was assembled to the tracheal connector. The doctor alleges that the blue bronchial cap located on the tracheal connector.